Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4).

Event description:
It was reported that frequent motor stalls occurred without reason. The pump was stated to have stalled on (B)(6) 2015, recovered on (B)(6) 2015 (less than 3 hours), and stalled again on (B)(6) 2015. The motor stall was confirmed in the event logs with no motor stall recovery recorded. There was also a motor stall that occurred the previous month ((B)(6) 2014, with a tube set on (B)(6) 2014, recovery on (B)(6) 2014, and a motor stall (B)(6) 2014 for less than an hour with recovery). The reporter denied any mris. The reporter was suspicious of electromagnetic interference (emi) related to the motor stalls and the patient¿s behavior. The patient was not to be put on oral pain medication due to past issues. It was stated that the patient experienced withdrawal symptoms that began the day prior. The pump was replaced the next day. A rotor study was stated to have been performed and showed the pump running. The date of said rotor study was not reported. The patient's status at the time of the event was stated to be alive with no injury. The patient was receiving therapy. The pump was used to deliver morphine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump/motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.